Event description:
It was reported that the patient went to the emergency room due to passing out, and the patient had a raw face from falling. The reporter was unsure as to the reason for the fall. Device interrogation showed that an electrical reset had occurred about one month earlier, and the device was in vvi 65 mode. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, lead, implanted: (B)(6) 2013. (B)(4).